Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) display is blank. The iabp would not boot up.

Event description:
N/a.

Manufacturer narrative:
Additional information: tel - (B)(6) & e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that, the cs300 intra-aortic balloon pump (iabp) had power up failure. Event occurred during routine check. The display is blank. Getinge field service engineer (fse) was able to verify this once on site. Both the solenoid drive pcb(d670-00-0639e) and power supply(d014-00-0033-05) were found to be defective. Once both assemblies were replaced, the power supply came back on and the system booted up correctly, complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.

Manufacturer narrative:
The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Installed the solenoid driver board p/n 0670-00-0639 s/n (B)(6), power supply assembly p/n 00014-00-0033-05 s/n (B)(6) into the cs300 test fixture serial number (B)(6) and tested the motor control board as per the cs300 service manual part number 0070-00-0689 revision v. The fat dept. Verified the failure of the solenoid driver bd. Will not power up. Retaining the solenoid driver board in the fat dept. Per procedure 0002-07-d008 rev ak.the fat dept. Could not verify the original failure as stated in the complaint. (Not booting up) power supply caused the fiber optic module to fail with a ap optic module failure. Retaining the power supply in the fat dept. Per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.